Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during a normal battery depletion (nbd) change, when this right atrial (ra) lead was disconnected to the old generator, pacing impedances were intermittently measuring at less than 200 ohms and noise was observed. A new lead was not implanted, per the patient's anatomy. This ra lead was subsequently attached to the new generator. The new generator was programmed to be less sensitive, to hide the noise, and the mode was programmed so that if noise was sensed, that it would not be tracked. Threshold was programmed to 3.5 volts. No adverse patient effects were reported.